Manufacturer narrative:
Intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electro surgical generator unit (iesu) to resolve the issue. The system was tested and verified as ready for use. Isi received vio dv integrated electrosurgical unit (iesu) involved with this complaint and completed the device evaluation. Failure analysis was not able to confirm the reported complaint. The iesu was tested on an in-house system. The iesu energized and cauterized normally. All ports recognized instruments. There was no issue upon multiple activations. Upon visual inspection, no issue related to the reported complaint was found. The complaint was not confirmed by failure analysis. The probable root cause cannot be determined.

Event description:
It was reported that prior to the start of a da vinci-assisted benign hysterectomy surgical procedure, site informed intuitive surgical, inc. (Isi) technical support engineer (tse) that grounding pad was not registered on vio dv integrated electrosurgical unit (iesu). Before the phone call, site replaced the grounding pad, but the issue was not resolved. Site used forcetriad iesu to continue with the procedure. The procedure was completing as planned with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: ports were placed when the issue was identified.